Manufacturer narrative:
(B)(4). The home patient contacted baxter indicating that the device displayed power restored and then started initial drain without ever displaying connect yourself. This occurred while the home patient was still setting up and the device proceeded to initial drain. The device was not returned and therefore could not be evaluated. The device's service history record was reviewed and no issues were identified that may have contributed to the reported issue. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding the initial drain starting when the home patient (hp) was not connected, which occurred on the homechoice (hc) during use. The hp stated that the machine never told them to connect themselves. The machine was on power restored/initial drain. The baxter technical service representative (tsr) advised the hp to arrow down to end the therapy. The tsr advised the hp that the set up was potentially compromised and to start over with new supplies. The tsr assisted the hp with ending therapy. There was no patient injury or medical intervention reported. During follow up the hp stated that they were not sure what had happened with the machine. The hp stated that the machine never showed the prompt "connect yourself". The hp was still setting up the machine and the machine proceeded to initial drain. The hp then called global technical services (gts) and they suggested starting over with new supplies. The hp was able to resume therapy after starting over with new supplies. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.